Event description:
Patient reported that last week her blood glucose was 540 mg/dl. Patient feels that device is not accurately delivering insulin (patient alleged it is not delivering enough insulin). Patient unsuccessfully attempted to lower blood glucose by changing infusion site and infusion set tubing. Patient then took 15 u of insulin via injection, and blood glucose immediately responded. Patient then switched to back-up device. No error messages were generated by original device. No treatment was received for high blood glucose.